Manufacturer narrative:
This report is submitted on october 12, 2022.

Event description:
It was reported that the dry and store adapter had "burst" (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.